Manufacturer narrative:
Concomitant medical products: 5076 lead implanted: (B)(6) 2006; 6949 lead implanted (B)(6) 2006. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was oversensing noise, and the physician noted it may be "muscle noise" since the impedance and threshold were stable. The lead was reprogrammed and will be monitored for one month with weekly remote transmissions. The lead remains in use. No patient complications have been reported as a result of this event.